Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that her son had been experiencing hyperglycemia since last week. The customer's parents reported that after uploading the carelink report and it showed that the insulin pump had been suspended on and off. The customer's parent reported that the insulin pump did not alarm, except for low batteries and low reservoirs alarms. The customer's blood glucose was 275.4 mg/dl at the time of the incident. Troubleshooting was not performed at the time of call. Product is not expected to return.